Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR. Report # 2916596-2015-02444. (B)(4). Approximate age of device ¿ 20 days the pump was returned for evaluation. Upon disassembly of the pump, thrombus formations were found surrounding the inlet bearing cup and the inlet bearing ball. The two thrombus rings appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombus formations revealed areas of slight denaturation and also appeared to be in the early stages of laminated layering, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The thrombus formations were obstructing approximately 10-15 percent of the blood flow pathway and could have contributed to the reported hemolysis. In addition, a normal amount of soft, white tissue ingrowth was observed on various portions of the proximal edge of the inlet tube. The tissue was minimally obstructive to the blood flow pathway and did not appear to be affecting blood flow through the conduit. Examination of the proximal side of the outlet stator revealed a small, loosely seated white tissue-like deposition situated adjacent to the bearing ball. The deposition lacked lamination and was not adhered to the blood-contacting surfaces. The lack of denaturation on the deposition and absence of contact marks on the outlet portion of the rotor and outlet bearing cup suggests that the deposition was not present in the pump while it was supporting the patient. Although the origin of the deposition could not be conclusively determined, its color and structure were similar to that of the white tissue on the proximal edge of the inlet tube, suggesting that it may have originated in that location. Although a duration of time for which it was present in the pump could not be determined, the size and structure of the deposition suggests that it was unlikely to have contributed to a functional issue. A specific cause for the development of all the observed depositions in the device could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for a rising lactate dehydrogenase (ldh) level of 731 u/l, with concern for recurrent lvad thrombosis. The patient's inr and chromogenic factor x values were in the therapeutic range; the patient's inr goal is 2.5-3.0. The patient was switched from clopidogrel 75 mg daily to dipyridamole 100 mg three times daily. The patient was listed as 1a on the transplant list due to suspected hemolysis with an ldh greater than 2.5 times the upper limit of normal and history of a prior pump exchange. The patient received a heart transplant on (B)(6) 2016.